Manufacturer narrative:
Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. The cartridge has not been returned to animas. If the item is returned, an evaluation shall be completed and supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported multiple air bubbles in the cartridge for several days. Although, the pt was new to pumping (trained: (B)(6) 2010), her cartridge fill and use techniques were reviewed and deemed to be correct according to trouble shooting notes from a health care provider. The pt examined the cartridge and denied leaks or cracks; the luer lock was securely attached to the cartridge. According to the pt, her blood glucose was 6.2 mmol/l to 19.6 mmol/l during the time period in question. The pt reported, she had viral symptoms; she denied experiencing symptoms of hyperglycemia.